Event description:
It was reported that on (B)(6) 2013, the morphine concentration was changed. The concentration was 25mg/ml but it was programmed as 20mg/ml. There were no adverse effects for the patient. On (B)(6) 2013, the concentration will be changed from 25mg/ml to 20mg/ml and the healthcare provider planned to leave the concentration as programmed at 20mg/ml. The pump also contained baclofen which was the primary drug.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).